Manufacturer narrative:
This is a duplicate report of 1818910-2009-03095. 1818910-2015-13570 will be rejected. 1818910-2009-03095 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a dislocation.